Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. An increased intraperitoneal volume (iipv) event was discovered while reviewing the patient¿s treatment records. The patient reported receiving a draining slowly alarm during drain 3 of 4 and patient sensors too high during drain 4 of 4 of treatment and the treatment was cancelled. The alarms occurred multiples times. The cycler was rebooted, alarms occurred four more times and an air detected in cassette alarm occurred in drain 4 of 4 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the fluid leak but stated that she did not have an iipv event. The patient stated that she could not get passed the first fill due to multiple alarms. The patient noted that each time she tried to bypass the first fill, the system would add to her fill volume. The patient also confirmed that she did not drain the night of the event but went to the clinic the next day and was able to drain a little bit of fluid. The patient did not do a manual exchange. Follow up with the pdrn confirmed the patient¿s account of the event but added that the patient¿s extension set was blocked. The patient was unable to drain or fill due to the blockage. The extension set was replaced. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. An increased intraperitoneal volume (iipv) event was discovered while reviewing the patient¿s treatment records. The patient reported receiving a draining slowly alarm during drain 3 of 4 and patient sensors too high during drain 4 of 4 of treatment and the treatment was cancelled. The alarms occurred multiples times. The cycler was rebooted, alarms occurred four more times and an air detected in cassette alarm occurred in drain 4 of 4 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the fluid leak but stated that she did not have an iipv event. The patient stated that she could not get passed the first fill due to multiple alarms. The patient noted that each time she tried to bypass the first fill, the system would add to her fill volume. The patient also confirmed that she did not drain the night of the event but went to the clinic the next day and was able to drain a little bit of fluid. The patient did not do a manual exchange. Follow up with the pdrn confirmed the patient¿s account of the event but added that the patient¿s extension set was blocked. The patient was unable to drain or fill due to the blockage. The extension set was replaced. It was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.